Event description:
The customer reported that the 840 ventilator stopped cycling. Pt involvement is unk.

Manufacturer narrative:
The evaluation of the device has not been completed. A follow up report will be submitted when new info becomes available.